Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set. The unspecified symbiq primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of vancomycin. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the drip chamber of the primary tubing set. The tubing sets and solution containers were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).